Event description:
It was reported that during meniscus repair surgery, t1 was deployed and t2 could not be secured. The ts were removed. No significant delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported ultra fast-fix curved assembly used in treatment, has been returned for evaluation. Visual assessment of the device showed the depth limiter has been trimmed to the surgeons desired length. T1 was not returned, however t2 remained on the delivery needle. The delivery needle showed no damage. T2 and the suture show no abnormalities. The trigger has been fully advanced indicating a complete deployment. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological changes in the soft tissue to which the implant is being attached that would prevent secure fixation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.